Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's lvad was exchanged due to an un-treatable driveline infection. The patient remains ongoing with the new lvad.

Manufacturer narrative:
The device was not returned to the manufacturer, as the hospital staff disposed of the pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.